Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at the implant site, exposing the device. The patient also developed skin necrosis over the transducer site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.